Event description:
On (B)(6) 2025, the user reported the ilet turned off and the sleep/wake control was unresponsive; the device powered back on when placed on the charger, after which the user disconnected overnight and managed glucose with multiple daily injections (mdi) by preference. Blood glucose (bg) values were not provided, emergency medical services (ems) were not involved, and the user reported no adverse events; subsequent follow-ups on (B)(6) 2025 indicated the device operated as expected after wiping the unit. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.